Event description:
No new information.

Manufacturer narrative:
Reported event: an event regarding malposition involving an unknown triathlon femoral component was reported. The event was confirmed through the review of the medical records by a clinician. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: confirmation of event: I can confirm that the patient had a left triathlon ps total knee arthroplasty with a ts component since I was able to review x-rays with the implant in place. The x-ray with staples in place may well be the postoperative x-ray from the surgery in 2023. I can also confirm the valgus deformity present and the fracture of a screw. Root cause analysis: the root cause of this event cannot be determined with certainty. The causes of valgus deformity with progression after a ts stabilized total knee arthroplasty are multifactorial including surgical technique in the way the implants are positioned and stabilized. Using a ts polyethylene with femoral component without a stem extension creates the possibility of excess stress on the femoral implant which could cause progression of a valgus deformity especially if the tibial component is placed in valgus. Patient factors including activity level, lifestyle and bmi can also contribute. Based upon the information given in this product inquiry, I would not assign any causality to the implant itself. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: the event was confirmed as the review of the medical records concluded: 'I can confirm that the patient had a left triathlon ps total knee arthroplasty with a ts component since I was able to review x-rays with the implant in place. The x-ray with staples in place may well be the postoperative x-ray from the surgery in 2023. I can also confirm the valgus deformity present and the fracture of a screw. Root cause analysis: the root cause of this event cannot be determined with certainty. The causes of valgus deformity with progression after a ts stabilized total knee arthroplasty are multifactorial including surgical technique in the way the implants are positioned and stabilized. Using a ts polyethylene with femoral component without a stem extension creates the possibility of excess stress on the femoral implant which could cause progression of a valgus deformity especially if the tibial component is placed in valgus. Patient factors including activity level, lifestyle and bmi can also contribute. Based upon the information given in this product inquiry, I would not assign any causality to the implant itself.'

Event description:
As per pss implant request case: valgus mis-implantation left femoral component ps tkr with femur imn tip proximally in metaphysis. Asm navigated triathlon ps tkr left with ts poly (B)(6) 2023 for severe 2o post-traumatic oa left knee previous imn femur for multifrag femur shaft # 2002 (multiple msk injuries at time also treated) persistent and worsening valgus deformity post surgery with severe symptoms laterally worsening varus pattern right knee oa mild frailty.